Event description:
While discontinuing the apheresis catheter, it snapped and broke apart under the chest wall. Surgeon removed the catheter under local anesthesia without complications. Reported by medwatch.